Manufacturer narrative:
H.6. Investigation: the DHR review was not performed as the lot number associated with this account is unknown. Received a 22ga needle assembly with a needle cover. Visual/microscopic evaluation: traces of blood were observed on the hub of the needle assembly. The white button was fully pushed but the needle was still in the out position. Upon placing the unit on the microscope, the needle fully retracted. After functional test the units was dissected, no evidence of physical-mechanical damage was observed on any of the components and no visible traces of adhesive was found. Functional test (needle retraction): the needle was pushed into the out position and then, pushed the white button, the needle retracted. Although the unit was received with the white button fully pushed and the needle still in the out position, no physical-mechanical damage was observed on any of the components of the unit received for evaluation. The needle intermittently retracted during the performance of the investigation, but not evidence related to the failure could be found.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract. No serious injury or medical intervention was reported. Verbatim: "the needle didn't retract even activated the safety mechanism."

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract. No serious injury or medical intervention was reported. Verbatim: "the needle didn't retract even activated the safety mechanism."